Manufacturer narrative:
D4 gtin - corrected. H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be stuck inside of the sl-10 microcatheter/hub. The stent delivery wire sdw was found to be kinked/bent. The stent was found to be deformed. Stent was broken/fractured during investigation, portion of stent was permanently lodged in the sl-10 hub and could not be removed. The stent introducer sheath distal tip was found to be intact stent deployed prematurely during use functional test was not required as it was confirmed during visual inspection. Stent difficult/unable to transfer functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The reported stent difficult/unable to transfer could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'acoma aneurysm embolization case. When delivered the atlas stent to go into sl-10, friction was encountered at hub and the stent could not be delivered to go into microcatheter. The operator adjusted the delivery wire and then found the stent already deployed at proximal of microcatheter (tail was in hub). So, the operator replaced the microcatheter with another one and continued to deliver another atlas 30*21 to reach the position and finished the procedure. No impact to the patient'. The stent was returned for analysis. The stent was observed to be stuck inside the sl-10 microcatheter and hub. During inspection, the sdw was noted to be kinked and bent, and the stent itself was found to be deformed. In the course of the investigation, the stent fractured, with a portion becoming permanently lodged in the sl-10 hub and unable to be removed. The distal tip of the stent introducer sheath was found to be intact. Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent and also the sdw. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to transfer' and 'stent deployed prematurely during use' and as analyzed 'stent deployed prematurely during use', 'sdw kinked/bent' and 'stent deformed' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during acoma anterior communicating artery aneurysm embolization case, when delivered the subject stent to go into microcatheter, friction was encountered at hub and the subject stent could not be delivered to go into microcatheter. The operator adjusted the delivery wire and then found the subject stent already deployed at proximal of microcatheter (tail was in hub). The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during acoma anterior communicating artery aneurysm embolization case, when delivered the subject stent to go into microcatheter, friction was encountered at hub and the subject stent could not be delivered to go into microcatheter. The operator adjusted the delivery wire and then found the subject stent already deployed at proximal of microcatheter (tail was in hub). The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.